Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for ketoacidosis. It was reported the patient was not feeling well and received a blood glucose result of 70 mg/dl on the aviva system. The patient's mother called an ambulance, the emt's arrived and received a blood glucose result of 590 mg/dl on their professional meter. The results of 70 mg/dl and 590 mg/dl were obtained within 10 minutes. The patient was experiencing elevated blood glucose levels of nausea and vomiting. The type of treatment provided by the emt's was not provided. The patient was transported to the hospital and admitted into the ICU. The type of treatment provided by the hospital was unknown. It was reported that the caller is also suffering from a virus that has also caused blood glucose levels to increase. The type of virus was not disclosed. The caller informed that the test strips the patient was using were stored outside of the vial. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.